Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -3.16%, without claves, the accuracy reading was -2.06% , with the walkmed bag the accuracy reading was -7.41%, the mod test was -3.09%, and the bemch test accuracy reading was -4.2% . There was no patient involvement.